Event description:
It was reported to boston scientific corporation that a patient who had had a mid-urethral sling placement 3 months earlier experienced pain and discomfort (dyspareunia) post-operatively. Because of this, the physician had to perform another surgical procedure to release the mesh material in 2007. It was reported during follow up with the physician that the patient is doing "fine".

Manufacturer narrative:
The complaint sample was not returned, and the lot number is unknown. The most probable lots to have been associated with this complaint are 0ml70329-01, 0ml70202-01 and 0ml70103-11. DHR reviews of the above-mentioned lots by medventure revealed no deviations or material review boards. All other acceptance records demonstrate that the device was manufactured in accordance with the device master record. No similar complaints were found for the listed lots. Possible root causes include placement of the mesh with tension under the mid-urethra and patient soft tissue pathology which compromised the implant placement.